Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by a sales representative via (B)(4) that an ar-01-01-001 dual trigger rotary drill continued to run even though the trigger was no longer engaged. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. The reported failure couldn't be recreated. One unpackaged ar-01-01-001 serial number (B)(6), batch number 15444282, was received for evaluation. Visual inspection noted normal wear and tear on the device. Functional testing was performed by connecting the device to a known-good li-ion battery. The device works as intended and does not display any stuck triggers or continue to run after the trigger has been disengaged. Further evaluation was performed by the engineering team. The results of the investigation are as follows: the complaint allegation was not confirmed. Hall output values were analyzed through serial comm tools and found to be within normal range and the device performed as intended when connected to a battery. The bottom of the handpiece was opened and found fasteners to be fully seated. The device was sent to amie for imaging and found no signs of controller shift. The device was then sent to cmi for analysis. Cmi found no signs of controller defects or related issues. Root cause(s): no signs of failure on received device. The field should be monitored for a possible trend.